Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) and chronic lead system was oversensing resulting in inappropriate shocks. An invasive procedure was performed and it was noted that the y adapter had blood in it and the insulation on the rate-sensing portion of the endotak transvenous defibrillation lead was abraded.